Event description:
On (B)(6) 2014, the reporter contacted lifescan USA,alleging inaccurate results as compared to another meter. However the results are not provided for either device. Tests were performed within 30 minutes. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.